Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system could not detect database a technical support specialist dialed into the station and observed the following error on the screen, drop failed for database dsclientoltp. Cannot drop database dsclientoltp because it was currently in use. Upon checking, the database was found to be in suspect mode in sql. The technical support specialist applied knowledge article drop failed for database dsclientoltp and knowledge article proper datasync procedure how to place new db in es station, set the device to sync with the server, and performed a full synchronization. An error occurred due to a failed download, which was subsequently resolved by cleaning the partial data. Reindexing was then performed, and synchronization was restarted. The sync completed successfully, and the customer was able to log in without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system could not detect database. However, there were no delay to patient care and adverse events or injuries reported based on this incident.